Event description:
I used fixodent from approximately 2003 until now. While using fixodent I began experiencing tingling in my foot and hand. Dose or amount: denture cream; frequency: once daily. Dates of use: 2003 - now. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.